Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The charge-coupled device (ccd) of the device was found to be a non-olympus ccd. The event can be detected/prevented by following the instructions for use which state: "prohibition of improper repair and modification forbids repairs by anyone other than olympus or olympus-authorized dealers. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image-evis have third party charged coupled device, switch (evis)/camera (oes) deformed, control knob movement/angle wires become stretched play, loose (right/left), play, loose (up/down), distal end plastic cover scratched/dent, nozzle non-olympus, bending section rubber/glue non-olympus, and insertion tube and light guide tube are non-olympus. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope exhibited fuzzy blue and red images. The event occurred during an unknown therapeutic procedure. There was no report of patient harm or user injury associated with this event.